Event description:
ER nurse was assisting a known hiv pt change their gown which was soaked in urine. The nurse got moisture on his skin through a hole on the palmer side to the right thumb of the glove. The nurse had a prior injury to that thumb which was closed with an occlusive dressing. The injury was on the tip of his thumb, the hole in the glove however was on the palmer side of the glove. The nurse washed the right thumb with hydrogen peroxide. He was counseled by the occupational health nurse that he was low risk, and he declined prophylaxis.

Manufacturer narrative:
The defect sample was not available for confirmation of the reported incident. Without physically evaluating the actual defective sample, we are unable to specifically identify the source of the failure mode that the customer observed on the gloves. However, we suspect the most probable cause of the reported hole is attributed to stain or powder build-up on the mold. Stain or powder build-up on the mold will cause the formation of imperfect latex coating which may result in the pinhole formation when the glove was stripped from the mold.